Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that prs received registration request for manufacturer ins with unknown procedure date. Research has been completed on (B)(6)2024 and implant date was not verified or confirmed. Hence, they used an estimated procedure date of (B)(6)2024 and a medical event validation error has a use before date prior to the procedure date was triggered. It was noted the lead or ins had been implanted past the use-by date (ubd).